Event description:
It was reported that insulin pump has a blank screen. Customer stated that when he presses the esc button, the screen gets lighter and lighter. The screen was reported unreadable. Nothing further was reported.

Manufacturer narrative:
Findings: unit received with display anomaly during self test due cold shoulder joint at u7 on m/b. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and loose/shifted end cap sticker. (B)(4).